Manufacturer narrative:
Physio-control is continuing to evaluate the device and investigate the reported incident.

Event description:
According to the reporter, the device would not charge when used on a patient. There was no report of any adverse effects to the patient as a result of the device use. The hospital biomedical dept evaluated the device and observed proper operation. The facility returned the device to physio-control for further eval.